Manufacturer narrative:
(B)(4).

Event description:
Drug overdosing was reported. The patient was noted as falling asleep at school. Severity was determined as being moderate. Pump rep programming/refill/bolus was noted to have been performed on (B)(6) 2011. Drug delivered via the device was lioresal 2000mcg/ml, 499.9mcg/day. The patient's outcome was indicated as having resolved without sequelae as (B)(6) 2011.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).